Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. The initial reporter is an or nurse.

Manufacturer narrative:
There is more information on the device evaluation for the issue of no image. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon inspection, it was observed that there is no image when device is connected to the video processor. This is attributed to a bad connector and the cable does not work. In addition, there was a normal wear and tear on the housing. Root cause for the issue could not be conclusively determined, but it is likely that user handling puts a load on the cable caused the communication failure and caused the video failure.

Manufacturer narrative:
There is no additional information of the event available yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection, it was observed that there is no image when device is connected to the video processor. This is attributed to a bad cable. In addition there was a normal wear and tear on the housing.

Event description:
As reported for this event the device was defective. There was no patient involvement.